Event description:
This device case, which does not involve an adverse event, reported by a consumer who contacted the company with a product complaint, concerns a female of unknown age or origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen memoir (lot number 0612c02) was reported with missing segments in the dose indicator. The patient had the memoir pen for approximately one week before attempting to use it. The patient removed the pen from the box and turned it on. During the pen's routine self-test mode, the right side of the display window (the dose indicator) displayed an "8c" instead of an "88." A complete "8" was displayed in the tens place. An incomplete "8" was displayed in the units place, which was described as the letter "c." When the patient turned the dose knob to obtain what should have been a zero in the dose display, the display actually showed a "c." All single digits were not readable in the dose indicator unit dialed to ten. Once dialed to ten, the left-hand digit (i.e., the tens place) was complete, whereas the right-hand digit (i.e., the units place) was a "c." The user was able to read all digits displayed from 1 through 6 in the left hand digit display, but the digits in the right-hand digit display had segments missing. The user successfully primed with a cartridge in the pen. She did this by counting two clicks when rotating the dose knob. The user did not use the humapen memoir pen to give a dose due to concerns about pen accuracy. This humapen memoir is associated with another device. The patient operated the device. It was unknown if the patient was trained. The operator was using the device for the first time when the problem was noted. The device was returned on 10-sep-07. Refer to results/conclusion section for analysis information. Update 08-oct-2007: additional information received 05-oct-2007 from lilly complaint management. Added analysis summary. Updated EU/ca fields and narrative. Update 08-oct-2007: additional information received 08-oct-2007 from lilly complaint management. Added revised analysis summary. Updated EU/ca fields and narrative. Update 08-oct-2007: upon review, corrected spelling in narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Evaluation summary: the actual complaint device (lot 0612c02, manufactured december 2006) was returned and tested. The device met dose accuracy and glide force specifications, however, the device did not meet performance specifications for the electronic dose display after being subjected to elevated temperatures. This malfunction may cause an underdose or overdose. This malfunction is highly detectable. No corrective actions were implemented as a result of this complaint. There is no evidence of improper use or storage.